Event description:
It was reported that after a laparoscopic cholecystectomy procedure where the device was used to clip the cystic duct (three clips were applied). One day post operation, patient complained of severe abdominal pain. It was found out that patient had peritonitis due to bile leakage from the cystic duct. He was opened up again and the clips which used to be on the cystic duct were not there anymore. The clips were dislodged. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was the device used for a cholangiogram? No. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes. How many clips were fired on the patient side and specimen side? 2 on patient, 1 on specimen. Were the clips identified during the reoperation? If so, can you describe the shape of the clips? Normal, fully closed. Where were the clips located? Cystic duct. What was done to repair the leak? Patient has to be re-op to clear the leaked bile which caused severe peritonitis. Was this an emergency or planned cholecystectomy? Planned. Was this a typical case? Yes. How inflamed was the duct? Not dilated nor inflamed. Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Unknown. Is the patient expected to have a full recovery? Unknown. Patient¿s sex, age, and weight? Unknown. How long has this surgeon been using this device? 2 years. Are there any x-rays, videos, or pictures available for ethicon review? No.